Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Investigation is still ongoing.

Event description:
Hamilton medical ag received the following complaint description (summary/reporter): (1) complaint description. According to complainant, a flow sensor error occurred repeatedly during ventilation between (B)(6) and (B)(6) 2025, leading to a significant increase in co2 in the patient¿s blood gas analysis, while no issue was observed on the test lung. (2) health impact. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. Insufficient information. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: complaint: it was reported repeated ¿flow sensor error¿ during operation and a significant increase in patient co2. On the test lung, everything appeared normal. Errors occurred multiple times between september 5 and 7, 2025. During the reported incident the device was replaced and no medical intervention was necessary. Investigation: log file analysis showed alarms ¿check flow sensor tubing¿ and two short entries into sensor failure mode on september 6. Several flow sensor calibrations initially failed but later passed; leak tests were successful. No hardware defect was identified. The humidifier was active during alarm events, suggesting possible moisture or condensation in the flow sensor or tubing. Patient¿ventilator asynchrony was considered but could not be confirmed due to missing patient data. Conclusion: the most probable cause is transient moisture in the flow sensor, could not be confirmed. The device passed all checks and was returned to clinical use without recurrence